Manufacturer narrative:
Correction is provided in b.2. Additional information is provided in b.5. Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicates that this a footswitch issue only. The phaco setting can be chosen by touchscreen or remote control.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system had no phaco power, a system message displayed and the footpedal did not go to level 3. Additional information has been received stating there was no patient harm or impact, however, no other available information.